Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that the unspecified bd syringe packaging was difficult to open. The following information was provided by the initial reporter: "material no: unknown. Batch no: unknown. It was reported by the customer that the packaging was difficult to open. Verbatim: psm received vm from patient. Patient states that the needle portion of the diluent syringe is sealed differently in this month's shipment. Patient states that you can usually open the packaging like "string cheese" but in this shipment patient states that the wrapping is sealed completely making it difficult to open. Patient states that he has to push the needle into the packaging in order to open it. Patient was still able to administer drug. Consent to contact patient: yes".